Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluation by manufacturer: an iceforce 2.1 cx 90 degree needle (34655330) was returned to arden hills cis for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noticed. The needle was connected to the icefx console, a two-minute confidence test was performed, and no abnormalities or error messages were noted. No gas leak was observed from any part of the device. A five-minute freeze and a two-minute I-thaw cycles were preformed and there were no abnormalities in ice ball formation or thawing capability. The reported event of a gas leak was not confirmed.

Event description:
It was reported a leak was identified on the shaft of the device. During testing for a procedure to treat an angiomyolipoma, an iceforce 2.1 cx 90 degree needle was reported to have air bubbles leaking from the shaft of the needle. A different device of the same model was used to complete the procedure. No patient complications.